Event description:
The physician obtained vascular access via the right femoral artery and performed the left heart cath procedure. Then, a pt graphix gudiewire and a 6f vista jr4 guide catheter were used to access the mid right coronary artery lesion. A maverick2 3.0/30 mm balloon was inflated to 12 atms for 1 minute to treat the 90% stenotic lesion, but resulted in distal and proximal dissection extending into the ascending aorta. The physician proceeded to stent the right coronary artery with placement of a cypher mr 3.0/33. Mm stent in the distal rca, then overlapping with a cypher mr 3.0/33 stent in the mid rca, then overlapping with a cypher mr 3.0/18 mm stent in the proximal rca, then overlapping with an express 3.5/12 mm stent extending into the ostium. The angiographic results "appeared good." A cardiac output problem was noted in the ascedning aorta. A CT scan was performed and the pt was sent for single vessel CABG from the aorta to the right coronary artery.

Event description:
It was reported that during a ptca/stenting treatment procedure, the pt experienced a type 1 aortic/right coronary artery dissection requiring surgical intervention. Surgical intervention was successful and the current pt status is 'fine'. There is no known reference to any product defect in this event. Additional info has been requested regarding this event.